Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. In the patient's right eye. The wrong diopter size was used. The lens was cut in half to remove during the same procedure with no patient injury. User error.

Manufacturer narrative:
Pt weight: unk. Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Results: visual inspection of the returned product found the optic cut in half. A small piece of one loop haptic torn off and missing. There was evidence of clear surgical residue on the product. Conclusions: (user error caused event). Based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was due to user error. (B)(4).